Manufacturer narrative:
The reported field event of no ble telemetry was confirmed. Review of the device image showed an abnormal drop in battery voltage as well as intermittent high current occurred, which resulted in premature battery depletion. The cause of the loss of ble telemetry and premature battery depletion was consistent with a ble circuitry anomaly.

Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. As a result of this finding, abbott is performing further investigation.

Event description:
It was reported the device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022. ¿

Event description:
It was reported that the patient presented for initial implant. During procedure, the implantable cardioverter defibrillator could not be interrogated. After several failed attempts, another device was implanted without issue.